Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported that the peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event. Treatment and outcome for the peritonitis was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.